Event description:
It was reported that the patient had developed endocarditis with vegetation on the leads. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.